Event description:
Insufflator set at 12 pressure 12 flow at pediatric settings, during insufflation of abdomen surgeon noticed and felt rigid abdomen, machine was over compensating, putting out higher amounts then what it was set at. Settings were changed but amount coming out of machine did not reflect abdomen status. This did not cause harm-they were able to adjust. Per clinician: no harm or complications to pt. This insufflation device is made by stryker. I will notify the rep for the product. We will notify our biomedical engineer of the issue so that the insufflator is taken out of service and evaluated. Luckily it is easy to vent the abdomen with our ports in a situation such as this which is why the patient wasn't harmed. However, this is definitely an issue that will be addressed with the company and biomed. Our procedure during an incident such as this is to remove the device from use or avoid use of that or until biomed is able to switch out the device which we will do in this instance as well. I will follow up with you when I receive information from biomed and our rep. Per biomed: we are not able to evaluate the insufflator for that issue in-house, so it was returned to stryker. Bio med will f/u after receiving the service report. This unit was only put in service in early 2020. The insufflator gets a yearly test by us, but every two years get exchanged by stryker. We essentially get a new machine every two years.